Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported device operates differently/failure to seal cannot be determined. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure to treat an ostial right coronary artery lesion, a perforation occurred. The 4.0 x 16 mm graftmaster stent was deployed; however, due to the location of the perforation, some extravasation was still noted after stent deployment. A surgical consultation was obtained. A small pericardial effusion was noted and it was decided to monitor the patient. The patient continued to experience some dyspnea and pericardiocentesis was performed. The drain was left in place and the patient condition is stable. No additional information was provided.